Event description:
It was reported that the table allegedly was moving on it's own during a procedure. There was no report of an injury to the patient or a delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions were conducted. The field service technician was initially called into the operating room during the procedure and noticed the foot pendant for the table was sitting on the base of the table and the table was draped so the pendant was not easily visible. After performing all tests, the technician was unable to replicate the complaint. The root cause was determined to be user error with foot pendant.